Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B) (4) distal conductor distorted. Full lead returned. Upon inspection it was noted that the distal conductor of the lead was distorted/fractured. Upon visual inspection it was noted that there was blood/body fluid in the distal conductor (not obstructed). Upon visual inspection, it was noted that there was blood in/on helix/lobe mechanism (sleeve head). Upon visual inspection, it was noted that the helix was disengaged from the helical channel. Upon visual inspection, it was noted that the lead was deformed/fractured in a 5cm prox. Section of the inner coil causing extension problems.

Event description:
It was reported that during implant attempt, there was positioning/fixation difficulty and the doctor was unable to extend or retract the helix upon repositioning. The lead was not used. No patient complications have been reported as a result of this event.

Event description:
.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) distal conductor distorted. Full lead returned. Upon inspection it was noted that the distal conductor of the lead was distorted/fractured. Upon visual inspection it was noted that there was blood/body fluid in the distal conductor (not obstructed). Upon visual inspection it was noted that there was blood in/on helix/lobe mechanism (sleeve head). Upon visual inspection it was noted that the helix was disengaged from the helical channel. Upon visual inspection it was noted that the lead was deformed/fractured in a 5cm prox. Section of the inner coil causing extension problems.